Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 15 previously reported events are included in this follow-up record. Product return status 13 devices were received. 2 device investigation types have not yet been determined.   Event confirmation status 8 reported events were confirmed; the cause traced to component failure. 5 reported events were not confirmed. Evaluation results 6 devices were found to be affected by internal corrosion. 4 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a shattered bearing. 2 devices had no device problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 13 devices were received. 2 devices investigation type have not yet been determined. Evaluation status: confirmed. 4 reported events were confirmed during testing. 3 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication. Not confirmed: 3 reported events were not confirmed during testing; however: 3 devices were found to be affected by internal corrosion. 2 reported events were not confirmed during testing. In progress: 4 device evaluations are in progress.   Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.